Event description:
Boston scientific received information that the remote home monitoring system issues alerts on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead for high out of range pacing impedance measurements. A lead fracture at the terminal end of the rv lead was confirmed through x-ray. Tachycardia therapy was temporarily programmed off and the patient was fitted with a life vest. Subsequently a revision procedure was performed where the rv lead was explanted. When the new rv lead was inserted into the header of the existing device noise was seen and the shock impedance measurements varied from 20 ohms to more than 200 ohms. The noise and variable shock impedance measurements continued even after the lead was taken out and re-inserted into the header. A new device was requested due to concerns over possible header damage on the device. When the same rv lead was connected to a new device all measurements were within normal limits. Thus the device was also explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.